Event description:
We use bard safestep huber needles and the line that attaches to the hub where the tubing connects is breaking away from the hard plastic of the tub.====================== manufacturer response for bard safe step huber needles, safe step huber needle set (per site reporter)======================the manufacturer is sending a shipping package so that they can receive back the devices for evaluation